Event description:
It was reported that when patient presented in clinic for a follow up visit for routine wound check, upon removing the bandages device migration was observed with the device being found outside of the pocket. Physician diagnosed infection however the source of the infection is unknown. Device was explanted. Patient was stable.

Manufacturer narrative:
Upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.